Event description:
Discordant low calcitonin (cal) results were obtained on immulite 2000 for two (2) patient samples, drawn from the same patient on different dates. An initial low result was obtained for a sample drawn on (B)(6) 2010. A high result was obtained for a second sample drawn on (B)(6) 2010 (x100 dilution). The laboratory subsequently re-tested the initial sample, which had been stored frozen, and obtained a high result. (X100 dilution). All results were reported to the physician. Patient treatment was not altered or prescribed there was no report of adverse health consequences due to the discordant calcitonin results.

Manufacturer narrative:
Analysis of the system data by a siemens technical service engineer (tse) indicated that there were no known causes which may have contributed to the discordant low immulite 2000 calcitonin results. The instrument is performing within specifications. No further evaluation of the device is required.